Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis (isr) located in the mild tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) fg sterling mr balloon catheter was used to dilate a previously implanted eluvia drug-eluting stent. During the procedure, the balloon ruptured on second inflation at 8 atmospheres for 30 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis (isr) located in the mild tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) fg sterling mr balloon catheter was used to dilate a previously implanted eluvia drug-eluting stent. During the procedure, the balloon ruptured on second inflation at 8 atmospheres for 30 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the device was used as a post-dilation balloon after eluvia placement.